Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with cefazolin for the event. It was reported that the peritonitis event was ongoing. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was rushed to the emergency room due to difficulty in breathing. The patient was advised to be admitted however, the patient passed away. The cause of death was reported as due to pulmonary edema. It was unknown if an autopsy was performed. It was reported that the patient has not recovered from peritonitis and it was not reported if pd therapy was ongoing prior to or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.